Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the keyboard was not working. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bw-er2 keyboard was malfunctioning. A field service engineer (fse) replaced the keyboard and verified functionality during diagnostics. The system functioned as intended after the field service engineer repaired the device.